Event description:
Analysis of the returned device found that the polytetrafluoroethylene (ptfe) coating was peeling. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned guidewire found that the ptfe coating was peeled off between 36.0 cm to 37.0 cm and the device was slightly bent at 65.0 cm from its proximal end. The torque device was on the guidewire where the coating was scrapped off. The ptfe coating appeared to be scraped off of the guidewire with the torque device collet. From the condition of the guidewire it appeared that the torque device had been dragged down the device causing the peeling. The guidewire dimensions were within their specification. No anomalies were observed with the hydrophilic coating. A small amount of friction was encountered during functional test with a demo microcatheter. The coating damage on the proximal end of the device was most probably due to the insufficient tightening of the torque device. The labeling states: "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)". Therefore, it was determined that user error contributed to the peeling found on the proximal end of the guidewire.

Event description:
Analysis of the returned device found that the polytetrafluoroethylene (ptfe) coating was peeling. There was no patient involvement.